Manufacturer narrative:
The manufacturer¿s contact person address is (B)(4).

Event description:
The customer reported the device gave a blower temp high error message. No patient involvement reported.